Manufacturer narrative:
Additional information provided in b4, g6, h11. Correction made to h6 (investigation type, investigation conclusion). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
I wanted to inform you that your mouthpieces have malfunctions, when I bring in the pen to inject the insulin, the product does not come out the tip being clogged and with a large majority of your mouthpieces that I encounter this problem. I would like to be guided so that this problem can be solved. I had already told you about the malfunctions concerning your tips and the problem is still not solved. I remain at your disposal. Sincerely,